Event description:
It was reported that post tka patient developed left knee (B)(6) infection which was resolved with 2 weeks of bactrim ds therapy of unknown does. Severity of this event was deemed as moderate.

Manufacturer narrative:
Corrections based on additional data received